Event description:
New information was received reporting that the symptoms are being alleged against a medication change that recently occurred for the patient. The symptoms and vomiting have diminished since adjusting her meds. Her device is currently off. They are waiting for her to become more stable to turn the device on. No other relevant information has been received to date.

Event description:
It was reported that the patient has been experiencing dizziness and fatigue since having the vns implanted and has been to the ER four times since the surgery due to complications. It was later reported that the patient has also experiencing vomiting every 4-5 days, dizziness every day to where she lost 20 pounds and needs assistance to walk around. The vns was disabled to rule out stimulation as a cause and the symptoms persisted, no definite cause has been found. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.